Manufacturer narrative:
Concomitant medical products: product ID: 3587a25, lot# n230421, implanted: (B)(6) 2010, product type: lead. Other relevant device(s) are: product ID: 3587a25, serial/lot #: n230421, (B)(6), (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient with an implantable neurostimulator (ins). It was reported the ins was no longer functional and was not helping with his pain where it was located. The patient made the decision to have the ins explanted. The electrodes were cut from the generator. The hcp made the decision to leave the paddle leave implanted because it was adhered to strongly to the dura. The hcp didn¿t want to risk tearing the fascia. No further complications were reported.